Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 269mg/dl. The customer's levels had gone over 600mg/dl. The customer states they tried to treat with bolus but received no delivery alarm. Troubleshoot was conducted. The cannula was noted to be bent. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device, return set for analysis, and call back if issues persist.